Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have newer equipment as patient stated they "took the old stuff that I had just gotten about a year ago because it didn't work like it was supposed to". Patient reported implant was depleted because they hadn't charged it. Patient reported they could not charge it because they could "never find it". Patient stated they recharged their implant every 3 weeks. Patient initially stated this was "updated" as they had the original implant a couple years ago and stated, "this was the updated one". Patient stated, "they didn't have to take the old one out, they just had to go in and do something to this one in '21" and patient stated they were told this one was better with wifi. Agent reviewed implant and external devices general overview. Patient stated they were told it would be really easy to use and it was but reported just about 3 months ago suddenly they "could not bring it up inside my body to the full charge, it wouldn't hold". Patient clarified their implant would not hold a charge. Patient stated they noticed this started about 3 months ago. Patient confirmed rechargeable implant was removed on (B)(6) 2024 and replaced with current implant.